Event description:
The explanted vns generator and lead were returned for analysis on (B)(4) 2013. Analysis of the generator did not identify any anomalies and the generator performed per specifications. A section of the lead assembly was returned for analysis in one piece. The electrodes were not returned for evaluation. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The silicone tubing is abraded open at approximately 1.5-2.4cm from boot creating an opening in the inner silicone tubing of the negative coil. The negative coil has a break at approximately 1.7cm from boot. The suspected mating end of the negative coil was located at approximately 5cm from boot. Also, the negative coil has what appears to be wear (flat surfaces) at broken ends. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portion. No other discontinuities were identified within the returned lead portion. Scanning electron microscopy images of the negative coil broken ends showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. One strand of the coil broken end at 1.7cm has mechanical distortion (smoothed surface) at the end.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a prophylactic vns generator replacement surgery on (B)(6) 2013, high lead impedance was noted with the new generator and resident lead. A new lead was also implanted. Preoperative diagnostics were within normal limits, but a dcdc = 0 was noted for the impedance level. As reinserting the lead pin into the new generator resulted in high impedance, it is likely a lead break is the cause as pin insertion issues have been ruled out. The patient had no trauma and did not manipulate the vns. No x-rays were performed. Attempts for return of the explanted devices from the hospital have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.